Event description:
In 2004, the patient contacted lifescan, alleging that their one touch basic meter would not power on. The medical affairs specialist spoke with the patient and their family member the following day. The reported meter stopped functioning about 8 months ago. The patient has been taking "humana intermediate nph insulin" 50 units daily since the meter stopped functioning. Their physician told them to get a blood glucose test at the clinic whenever pt obtained a meter result of >280 mg/dl; however pt was not able to obtain result on the meter for the last 8 months. Approximately 7 months ago pt attempted to test with the meter while vomiting and feeling tired. Their family member took them to the clinic when pt could not obtain a result on the meter. A result of 380 md/dl was obtained at the clinic and pt was given an insulin shot. The customer care representative (ccr) confirmed that the batteries had been replaced less that 1 year ago and they were properly installed. The ccr walked the patient through pressing the power button; the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned. Due to the product malfunction, the patient was not able to test their blood glucose level and determined when it was greater than 280 mg/dl. As a result, there is an indication that pt experienced injury and medical intervention and the event meets the criteria for a medical device reportable. The meter was replaced.